Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to the discriminator not withholding detection when there was inconsistent t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and both the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.